Manufacturer narrative:
This report is submitted on december 28, 2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site and was hospitalized for oral and intravenous antibiotics treatment. However, the issue could not be resolved. The device was then explanted on (B)(6) 2023. It is unknown if there are plans to reimplant the patient as of the date of this report.